Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat mixed stress urinary incontinence, symptomatic pelvic relaxation and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that following insertion of the mesh, the patient experienced pain, erosion extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and vaginal swelling. No additional information was provided. (B)(4) ¿pelvic relaxation; urinary problems; recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat mixed stress urinary incontinence, symptomatic uterine fibroid, relax of pelvic, cystocele, and major anatomic component.

Manufacturer narrative:
Date sent to FDA: 10/18/2019 additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2019.